Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure after the right ventricular (rv) lead and right atrial (ra) lead was implanted, the rv lead was found to be dislodged. The physician attempted to position but was unsuccessful after several attempts. The physician decided to implanted a new rv lead. There were no adverse health consequences, the patient was stable.